Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead high capture threshold and review of x-ray revealed dislodgement. The physician elected to cap and replace the lead in a procedure on (B)(6) 2021. The patient was in stable condition.